Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the master tool manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that operating room staff contacted technical support during a procedure to report an error with the right hand control, noting that the system had already been power cycled twice before the call and the surgeon was continuing with the case. The technical support engineer attempted to review the system event logs but did not initially see the errors because of the prior power cycles. The engineer advised the staff to call back if the error recurred and to switch to the other console if the error returned. After the call ended, the engineer was able to review the logs and observed error codes 32097, 32125, and 307, which indicated an issue related to the right master tool manipulator. The customer reported event has no report of patient injury.